Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was 152(mg/dl). The customer stated a manual injection would be administered. Subsequently, the pump history was noted to be inaccurate. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.